Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement reported. Upon triage on (B)(6) 2018, service found there was no audible alarm volume and the post alarm was incomplete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found there was no audible alarm volume and the post alarm was incomplete.¿ the unit was triaged and the reported condition was confirmed. Internal inspection and investigation revealed bent and broken damages on component u14 leads on the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.